Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a blood leak from the outflow graft could not be confirmed through this evaluation as the device remains in use and no photographs of the graft were submitted for review. Moreover, a specific cause for the reported cardiac tamponade could not be determined through this evaluation; however, blood leaks have the potential to contribute to pericardial fluid collection. It was reported that the patient went back to the operating room on (B)(6) 2019 (post-implant day 4) for tamponade. There was reportedly a small bleed from the aortic outflow graft, which looked like a needle hole and was oversewn with prolene. The submitted controller event log file contained approximately 7 hours of data on (B)(6) 2019 from 3:50 am ¿ 10:54 am and showed the pump operating at the initial stored patient speed of 5400 rpm, which was gradually reduced down to 4000 rpm. A total of 111 low flow controller fault flags were captured throughout the log file, 12 of which lasted longer than 10 seconds to result in transient scattered low flow hazard alarms. The majority of the low flow events were associated with a calculated average flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm, but flow dropped as low as 2.3 lpm only once. Overall, calculated average flow ranged from 2.3-3.4 lpm throughout the log. Despite the low flow events, the system appeared to be operating as intended. A specific cause for the captured low flow events could not be conclusively determined through this evaluation; however, blood leaks and cardiac tamponade have the potential to contribute to a low flow condition. Information provided on 29may2019 indicated that the patient was recovering and stable. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists pericardial fluid collection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2019. It was reported that the log file captured persistent low flow events throughout the log file and a couple low speed advisory events on (B)(6) 2019 due to the fixed speed set lower than the low speed limit. The fixed speed was set to 4000 rpm and the low speed limit was set to 4600 rpm. The patient returned to the or on (B)(6) 2019 for tamponade. There was a small bleed from the aortic outflow graft that looked like a needle hole and was oversewn with prolene. On 29may2019 it was reported that the patient was stable and recovering. No additional information was provided.